Event description:
Additional information received from the patient reported they had notified their managing physician about the issue on (B)(6) 2016. Steps that were taken to resolve the issue included education and the issue had been resolved.

Manufacturer narrative:
Other applicable components are: product ID 37092, serial# unknown, product type: accessory.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported there was poor communication/poor communication screen on the patient programmer. The patient had a rechargeable device and the recharger was able to communicate/connect fine. The patient uses the antenna. Confirming antenna was secure and syncing with the implantable neurostimulator (ins) had not resolved the issue nor did placing programmer directly over ins on skin and syncing with ins. No patient symptoms were reported. This was occurring on (B)(6) 2016. The patient was not connecting with and without antenna. There was no out of box failure. Additional information indicated that the same issue occurred with not being able to connect with the antenna plugged in but they were able to connect without antenna. The patient tried both ways a couple of times to confirm; this issue had started again on (B)(6) 2016. The issue had resolved itself and no replacement was sent. The patient had received a replacement programmer but still could not connect to ins with antenna. The programmer could connect without the antenna but not with the antenna; there was a damaged programmer/antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.